Event description:
In two of three cases for macular puckers, with the iop set at 25, a choriodal detachment occurred during surgery. The iop fluctuated 80 to 0, and may have contributed to the choroidal detachment.

Manufacturer narrative:
The surgeon will be sending a dvd of the surgery for review. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.